Manufacturer narrative:
(B)(4). Teleflex has reached out to the customer for additional information in regards to the patient condition, and availability of the device for investigation. We have had no response at the time of this report. It is unknown whether the device is available for investigation. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed based on the information received. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that "while in use, the intubation guide remained trapped in the intubation tube. Pulling on it, the sheath tore and a 10 cm piece of it remained in the intubation tube causing desaturation and complete obstruction of the intubation tube."the patient was extubated and re-intubated with another device.